Event description:
The pt had undergone a previous implantation on 12/3/96 of a bard port to the left subclavian. The pt on 1/7/98 came to physician office for removal of the bard port. Upon removal of the bard port, it was noted by the physician, the port was not intact. X-ray was obtained and it was noted the remaining portion of the port was in the pt's heart. Pt underwent subsequent procedure for removal of retained port on the next day 1/8/98.